Event description:
The customer received a message during the fill tubing process that the cartridge needed a minimum of 50 units of insulin to proceed. Reportedly, the cartridge had been filled with 300 units. There was no impact to customer's blood glucose.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.